Event description:
The customer stated she experienced high blood glucose levels between 500 and 600 mg/dl. The customer stated she was taken to the emergency room with a blood glucose of 569 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.